Event description:
It was reported that during the procedure, the physician used a sheath in a sheath to assist in placing the left ventricular (lv) lead in the target vessel, but the lead could not be fixed in the target blood vessel. The lead was noted used and another lead was implanted. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.